Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, a percutaneous vertebroplasty (th12) for compression fracture on (B)(6) 2024, with vbs was being performed. In the surgery, two of the balloons were used according to the manual. The trial balloon was dilated to 4.5 cc and replaced with a stent and dilation was initiated by 1 cc on each side. When dilated to 3 cc on the left side, the pressure was 8. From there, when the left side was dilated, the pressure was 0. The contrast agent was seen leaking anteriorly into the vertebral body in the image aspect. The balloon in question in the stent was pulled out and the balloon tip was torn. After completion of stent balloon dilation on the right side, it was used again on the left side, dilated to 4.5 cc, and stent placement was completed. The surgery was completed successfully with no surgical delay. This report involves one (1) vertebral body set/medium- sterile. This is report 1 of 1 for (B)(4).